Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the investigation associated with related event database 1988053 lot number is unknown investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. 1 used cannula was provided ant there is a visible defect on the received samples. Visual inspection according to with version 41, 1 used cannula was found with kinked cannula at the tip. Functional test according to with version 9, 1 used cannula passed the flow test. A batch record review cannot be performed due to lot number is unknown. Conclusion summary of the related event: as a result of the following: no reported harm, defect found on physical samples, no non-conformance (nc) raised during production. No further actions are required. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the germany it was reported on (B)(6) 2024 that the patient encountered infusion set cannula was kinked upon removal from infusion site. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.